Event description:
A monopolar electro-surgical cable was in use during a laparoscopic cholecystectomy case. When power was applied, the cable began to spark near the end that connected to the generator. No injuries were reported.